Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument's cable broke and moved with unintuitive motion, an investigation was completed to determine the cause of this reported event. The fenestrated bipolar forceps was analyzed and failure analysis investigations was unable to replicate or confirm the reported issue. The fenestrated bipolar forceps instrument was placed and driven on an in-house system. The fenestrated bipolar forceps passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. No damaged or broken cables were found. The fenestrated bipolar forceps was fully functional and no product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right colectomy surgical procedure, the single-port (sp) fenestrated bipolar forceps instrument cable broke. The instrument was not operating correctly and moved in the opposite direction that the surgeon intended it to move. Another sp fenestrated bipolar forceps instrument was obtained, and the issue was resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical study manager reporter on and obtained the following additional information: the issue occurred towards the end of the case and the fenestrated bipolar was switched for another. The instrument did not collide with another.

Manufacturer narrative:
Based on the claim against the product by the customer noting single-port (sp) fenestrated bipolar forceps instrument cable broke and moved with unintuitive motion, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted right colectomy surgical procedure, the single-port (sp) fenestrated bipolar forceps instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.